Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type pump. Product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6) female patient who was receiving morphine (unknown concentration and dose) via an implantable pump for spinal pain. The patient¿s medical history included chronic headaches. In (B)(6) 2015, a week post pump implant, the patient experienced a very high fever and was ¿very sick.¿ she was in the hospital for 8-9 days. Ever since, the patient had experienced a headache. This was the worst headache she had had and it ¿felt like a bomb in her head.¿ in (B)(6) 2015, the patient noticed fluid buildup around the pump and also on her back where the catheter went into her spine. The patient also still had pain in her neck and legs as well as numbness and pain in her arms. Additional information has been requested regarding the cause of the event, actions taken and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.